Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a greater than 2000 ohms pacing impedance measurement. The patient was presented to the electrophysiology (ep) laboratory. The rv defibrillation lead was surgically capped and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.